Event description:
(B)(4). Being set up for an hsg confirmation test to find location and grade of coils and then proceed to have them removed.

Event description:
(B)(4). Essure side effects, bloating, weight gain, contact dermatitis , acne, pelvic pain, aching in hips, lower back ache, fatigue, dizziness, eye sight changes, high levels of ra factors in blood, heavy bleeding, discharge, headaches, migraines, implantation was covered by insurance.

Event description:
(B)(4). After consultation with my implanting dr. We agreed that the essure coils need to be removed, and I will have a full hysterectomy and removal of my fallopian tubes and the coils intact on (B)(6) 2016.

Event description:
(B)(4). I had a full hysterectomy including fallopian tubes leaving ovaries on (B)(6) 2016. This was to remove the essure device!!